Event description:
A peritoneal dialysis pt has reported a leak at the cassette. A sample is available for eval. There is no info of any ill effect to the pt.

Manufacturer narrative:
Device history record review: the DHR of this product 050-87212 lot# 10jr08064 was reviewed and the following highlights were found: the assembly of the product did not have any ncr or deviations documented during the mfg process. All the applicable tests during the in-process and final inspections were conducted in order to ensure product integrity and were documented with acceptable results according to applicable procedures. Liberty cassette lot numbers: 10jr07173 and 10jr07174 used to produce this product code and lot number of 10jr08064 and were reviewed. The complaint database was considered and no other complaint has been received with the same failure description for this lot. Sample analysis: fmc received the actual and 4 companions for eval from this code and lot. A visual exam/analysis was performed to the samples and no damage/defects were found. A functional test was performed with the liberty cycler and the actual sample and companions did not show any problems and the treatments were completed successfully without any leaks. Conclusion: the actual and companion samples did not show any defects. The complaint is deemed as unconfirmed. Conclusion: since the complaint was not confirmed no corrective action is documented at this time. Fmc na will continue to monitor and trend per procedure.